Manufacturer narrative:
The subject device has been returned to omsc for investigation. As the investigation is in progress, the exact cause of the reported event could not be conclusively determined at this time. The user facility reported that they did not aspirate clean water during the pre cleaning. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the suction channel, the instrument channel and the air channel of the subject device tested positive for roseomonas sp. The subject device had been reprocessed with an olympus automated endoscope preprocessor model oer-3 (not available in the u.s.) Using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has been returned to omsc for evaluation. In the evaluation of the inside of the instrument channel and the suction channel, a white material was found at around the distal end, inside of the instrument channel, and inside of the scope cylinder. The similar white material was also found at the edge of the suction channel. No smear, foreign material or scratch was found at the instrument channel port, the suction cylinder, and the distal end. As an analysis result of the white material, the material is found to be a colorless crystal which is easily broken with fingers. Edx (energy-dispersive x-ray spectroscopy) analysis revealed a high intensity of sodium and chlorine from the material. In addition, missing part of the glue on the bending rubber was confirmed and it was judged that the subject device needed repairing. Followings were also confirmed on the subject device. Scratches on the insertion section. Too much play in the angulation mechanism. Insufficient angulation range for specification. Scratches on the universal code. The relation between the white material and the reported event of positive culture is unknown. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.